Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument failed to clip onto tissue as intended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The issue occurred while the surgeon was attempting to clamp on an unspecified vessel or tissue bundle. There was an unspecified, small amount of bleeding to the tissue around the targeted area intended to clip. As a result, it required pressure and use of a back-up clip-applier instrument to successful apply a clip to control and stop the bleeding. The tissue was not getting caught in the instrument. The tissue was never clamped. No blood transfusions were administered due to this event. The large hem-o-lok clip applier instrument had been used four times during the case when the incident occurred. The staff reports that the instrument jaws were misaligned, and after the third attempt, the scrub tech could not load the clip successful on the large hem-o-lok clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. According to the surgeon, the event impacted the procedure as there was a delay in progress. According to the surgeon, there is not any concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The patient¿s current status is stable.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions of the product and recognition issues. Additionally, the instrument was found to have the grip cable dislodged around the clamping pulley at the back end. Visual inspection displayed no signs damage to the grip cable and the segment of the cable that contains the crimp was still intact. The instrument was found to have a dislodged flush tube guide. As a result, there was rattling in the housing. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing. A review of the device logs for the large hem-o-lok instrument (part# 470230-12/ lot/serial# k10220801-0040) associated with this event has been performed. Per this review of the logs, the large hem-o-lok instrument was last used on 06/28/2023. There were 90 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.